Manufacturer narrative:
Depuy has received information stating that the depuy cement was used in conjunction with a competitor cup. Manufacturer: (B)(4). Product: acetabular shell. No 510(k) number provided because this cement is sold internationally with different indications for use; it is currently sold in the us under a different part number. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Event description:
Acetabular component loosened. This patient did not receive a depuy acetabular component.